Event description:
It was reported, the patient is not receiving effective stimulation. An sjm rep met with the pt and was unable to reprogram the system and provide effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.